Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacturing site: (B)(4) - manufacturing date: january 17, 2012; no non-conformance reports (ncr) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a portion of a driving cap broke off into an insertion handle as a suprapatellar tibial nail was being inserted for a tibial shaft fracture. While the surgeon was striking the driving cap, the threaded screw portion of the driving cap, which connects to the insertion handle, sheared off. The broken piece was contained within the insertion handle and was retrieved. No fragments fell into the patient. There was no reported issue with the insertion handle. The procedure was completed successfully without delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿ the returned device shows significant use during its 3.5+ year lifespan, with numerous gouges from hammer blows. The distal threaded portion of the device is broken off and was not returned. The returned devices are used to insert tibial and femoral nails. The exact cause of the complaint cannot be determined, but it was likely a result of excessive/off angle hammer blows during use. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. This device is routinely used to insert the trochanteric fixation nail as well as to insert the ti cannulated tibial nail suprapatellarly per technique guides. Device drawings were reviewed; no drawing issues or discrepancies were noted. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.